Event description:
Healthcare professional(hcp) reported that a patient was injected with of skinvive¿ by juvéderm® in lip lines above upper and lower lips. Three months later, the patient was injected again with 1 cc of skinvive¿ by juvéderm® in the lip lines above the upper and lower lips. Six weeks later, the patient experienced swelling, tenderness, redness, and inflammation and small bumps at the injection site. The patient visited a dermatologist and was prescribed a short cycle of doxycycline for 5 days and steroids for 3 days. After the treatment, the swelling initially subsided but later flared up again. The hcp discussed the need for dissolving treatments and oral medications; however, the patient refused to be treated. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-(B)(4)). This MDR is being submitted for the first suspect product, skinvive¿ by juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.